Event description:
During a colonoscopy, doctor felt equipment (boston scientific single-use radial jaw biopsy forceps), new to hh, was difficult to maneuver and manage during the procedure, as compared to the previous equipment used. No harm to patient.